Event description:
It was reported that the display is bad and the sensor switch is not working. No patient involvement was reported.

Manufacturer narrative:
Corrected data: found during pm. No patient involved.

Event description:
It was reported that the display is bad and the sensor switch is not working. Found during pm. No patient involved.

Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken power switch and printed circuit board (pcb), cracked tank cover and damaged liquid crystal display (lcd). Functional testing found the lcd has liquid crystal leakage and the power switch is broken. The root cause of the reported issue was found to be customer damage - wear and tear probably caused the solder connection between the power switch and pcb to break, the power switch fell into the device housing and the lcd was damaged by impact to the front of the device. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.